Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for three samples. The following data was provided (reference range 135-145 meq/l): initial sodium result 119 meq/l, repeated 140 meq/l, initial sodium result 119 meq/l, repeated 137 meq/l, initial sodium result 117 meq/l, repeated 138 meq/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for three samples. The following data was provided (reference range 135-145 meq/l): initial sodium result 119 meq/l, repeated 140 meq/l initial sodium result 119 meq/l, repeated 137 meq/l initial sodium result 117 meq/l, repeated 138 meq/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the ict to ict pre amp cable, resolving the issue. No additional result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify an increase in complaint activity. A review of tracking and trending for the ict to ict pre amp cable did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the ict to ict pre amp cable were identified.